Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete.

Event description:
It was reported that medical device to take a skin graft and it started taking a huge chunk, when the surgeon stopped. There was an additional unplanned skin graft that was required to be taken, but not to correct the original deformity. Due diligence is in progress and there is no event information till date.

Event description:
The laceration was sewn up and a different dermatome was used, and the procedure was completed successfully. Due diligence is complete.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends

Event description:
There is no additional information.

Manufacturer narrative:
G2: foreign country - united kingdom review of the most recent repair record determined he hinge gasket was missing, the swivel was loose, the width plate was damaged, the control bar was out of position, components were worn/corroded, and the device was out of calibration; however, the repair was not completed due to pending materials. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends

Event description:
There is no additional information available.